Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No - lens and cartridge not returned. Evaluation codes: method codes(s): evaluation method: lens work order search and cartridge lot number search. Results codes(s): evaluation results: a lens work order search revealed there were no similar complaints within the work order. A cartridge lot number search was performed and no similar complaint was found. Conclusion (unable to confirm complaint): based on the complaint history, lens work order search and cartridge lot number search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a aq5010v three piece silicone -04.00 diopter lens in the patient's eye. The cartridge split while delivering the lens into the eye. The incision was enlarged to remove the lens and backup lens, same model and size was implanted. A suture was used. There was no damage to the lens. See MFR. #2023826-2015-01468 for lens.